Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the hub connector on groshong PICC line is broken from transparent tube in connector. Used statlock, not suture. The connector hub is changed with new groshong repair kit. No blood exposure to patient of hcp, the hcps are using it with best protective way as per there institute sop of catheter handling. No other information was provided.

Event description:
It was reported that the hub connector on groshong PICC line is broken from transparent tube in connector. Used statlock, not suture. The connector hub is changed with new groshong repair kit. No blood exposure to patient of hcp, the hcps are using it with best protective way as per there institute sop of catheter handling. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt catheter were returned for evaluation. An initial visual observation of the photographs showed the extension leg of a groshong nxt connector was broken and completely detached. No details of the break site can be discerned from the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.